Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged meter inaccuracy began on (B)(6) 2017 at around 4:00 pm when she obtained alleged inaccurate high results of between ¿10.0 and 11.0 mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with a combination of 10 units of apidra insulin taken before each meal (adjusted when blood glucose readings are too low), 38-47 units of lantus insulin taken before bedtime and 2x500mg metformin pills taken morning and evening. During the follow-up call, the patient stated that she tests her blood glucose 4 times a day and that her usual expected results are ¿around 6.0 mmol/l¿. 3-4 minutes prior to obtaining the elevated results with the subject meter, the patient claimed to have developed symptoms of feeling ¿sweaty and shaky¿. During the follow-up call, the patient stated that she associated the symptoms with low blood glucose and that she normally begins to feel symptomatic for hypoglycemia when her blood glucose falls to ¿4.0 mmol/l¿. The patient reported treating herself with 10 units of apidra insulin as well as with crackers and peanut butter at around 4:04 pm. The patient reportedly proceeded to the hospital where her blood glucose was measured at ¿10.7 mmol/l¿ on the hospital device at around 4:20 pm. During the follow-up call, the patient stated that she was treated in hospital with ativan 1 mg for anxiety and attributed the onset of symptoms to having ¿panicked when her blood glucose seemed high¿. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.